Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was sensing lead noise. No intervention or programming changes were completed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-17684. New information received indicated the implantable cardioverter defibrillator and right ventricular lead were explanted due to noise and low pacing impedance below 200 ohms. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion consistent with friction to the device can.